Manufacturer narrative:
Maquet med systems USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). A maquet field service tech investigated the unit and observed that temp had a difficult time rising. Troubleshot the system and adjusted the actuator on the main side. The unit was retested and the system functioned normally. The unit was tested to factory specifications. All tests were executed successfully. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
(B)(4).